Manufacturer narrative:
Visual inspection found only half of the lens optic was returned. The haptic is torn off and missing. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was observed to decenter intraoperatively and a posterior capsular rupture was noted. The incision was enlarged to remove the lens from the patient's left eye and another lens of different model was implanted successfully. The patient prognosis was reported as "good." According to the physician, the event was due to "occult capsule damage." No information was provided regarding the delivery device used during the procedure.